Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose levels at the time of incident was 561 mg/dl. Customer report dizziness as a symptoms due to high blood glucose level. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature was active at time of event. Customer was treated with insulin pump, manual injection and insulin pen. Customer also reported change sensor and calibration not accepted alert. Customer also said that transmitter not communicating with pump. No further patient complications were reported. The insulin pump will not be returned for analysis.